Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and multiple no delivery alarm. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer had a high of 400 and took a shot of insulin. The customer did not offer troubleshoot for high as customer was off the pump. Customer will not return device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, basic occlusion, occlusion test, prime/compromised force sensor system and excessive no delivery test. No delivery alarm noted. No cosmetic damage noted.